Event description:
It was reported that the customer¿s tandem charging cable was not charging their new pump, although another cable was functioning correctly. There was no adverse impact to the customer's blood glucose level. A replacement tandem cable and wall adaptor was sent.